Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, further information was provided by the customer. The reported issue of the bowden cable being torn was observed during reprocessing. Correction: (g2) report source (check all that apply) company representative added as inadvertently omitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage identified between the scope cover and body, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope bowden cable was torn. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the plastic distal end cover, adhesive on the bending section cover, and the connecting tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the play of the up / down knob was out of the standard value due to wear of the angle wire. The device evaluation found that the plastic distal end cover, adhesive on the bending section cover, and the connecting tube had foreign material. Additional findings include the following: water tightness was lost due to wear of the scope cover packing, the air / water cylinder had no color, the suction cylinder had no color, the plug unit had a scratch, the light guide lens had a crack, the light guide lens had a chip, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.